Event description:
It was reported that the user experienced persistent hypoglycemia despite repeated oral carbohydrate treatment, with sensor glucose readings around the mid-50s to high-60s mg/dl, and the user received coaching on repeated 15 g fast-acting carbohydrate per protocol. Confirmatory fingerstick of 80 mg/dl by end of the call. Symptoms included hypoglycemia without additional clinical effects. Outcomes included no injury and no medical intervention beyond oral glucose, with gradual improvement in glucose values. Investigation included technical support review, data synchronization attempts, and troubleshooting education. Investigation of this case revealed no device alerts or alarms reported and no identifiable device malfunction. It was concluded that the event represented hypoglycemia with an unclear cause and that user education on treatment and monitoring was reinforced. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.